Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Devices(s) listed in this report is (are) used for treatment, not diagnosis. Any add¿l info received regarding this event after filing this report shall filed on a supplemental MDR. Subject device has not returned for eval. The mfg records were reviewed and no inconsistencies or nonconformities were found. A review of the paperwork for the process used to inspect the psi device was conducted. This device was inspected (B)(4) 2011. There were no inconsistencies found regarding the steps used to etch and ultrasonically clean the device. According to the scanned documentation (DHR), and check devices (fcd) and mfg files, it was concluded that the device was manufactured, etched, inspected and cleaned as per specification supplied by (B)(4).

Event description:
It was reported that a patient specific implant (psi) did not fit properly. The surgeon was not satisfied with the fit of the implant. She felt that it was not curved enough and it sat too high. The surgeon did not want to burr the implant or the patient¿s bone, so she placed the implant and left it a little raised up. There were no x-rays and a revision was not planned.